Event description:
It was reported that the patient underwent a full body MRI. Shortly thereafter, the patient received inappropriate hv therapy and the device was found to be in backup vvi. A software download was successfully performed. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.